Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a transmitter failed error occured. No additional event or patient information is available. Data was provided for evaluation. Review of the data log confirmed reports of transmitter failed error. The root cause was determined to be a low transmitter battery that led to a transmitter failed error.